Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D4 lot no ¿ additional information. D4 expiration date ¿ additional information. D4 primary UDI number ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H4 device mfg date ¿ additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.